Manufacturer narrative:
Unit passed displacement test and selftest. Unit received with pump error followed by a pump error (variable 3) was present in the pump trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
It was reported via phone call that the insulin pump sounded multiple pump error alarms. Customer's blood glucose was 125 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.